Event description:
On 5/8/2024 it was reported by a sales representative via sems(B)(4) that the 1.7 mm fibertape loop of one of the fibertaks from ar-9928bck-dx biocomposite achilles speedbridge implant system shredded during insertion. The case was completed using another ar-9928bck-dx biocomposite achilles speedbridge implant system. This was discovered during an achilles speedbridge procedure. Additional information received on 5/8/2024: the procedure took place on 5/2/2024. The proximal anchor was removed from the patient and another 2.6mm fibertak anchor was placed proximally. The fibertape was too short to complete the speed bridge construct. The case was delayed at least 15 minutes as the surgeon was trying to remove the anchor safely. The anchor itself was placed perfectly and had great pull out strength and made it very difficult to get out.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.